Manufacturer narrative:
B5: the lens was explanted and replaced on (B)(6) 2021. The problem was resolved and the patient is happy. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -08.50/+0.5/038 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2021. The lens was reported as excessive vaulting and remained implanted. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.